Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the full lead found the outer insulation kinked/buckled. Furthermore, it was noted that the distal conductor connector pin was bent, all conductors were stretched, the lead was stretched, and the lead appeared damaged at implant.

Event description:
It was reported that during implant attempt of the lead, the physician tried to pass the lead into the introducer, but experienced difficulties. It was noted that there was insulation damage of the lead. The lead was not used. No patient complications were reported as a result of this event.